Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that one sc60 device was returned with no visual non-conformances and with a fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic lobectomy procedure, after inserting the device into the trocar, the jaw did not open even when the release button was pushed. The device was stopped using. The jaw did not open after firing. Other devices were inserted into another trocar and fired to remove the device clamping the target tissue. Another device was used to complete the case. There were no adverse consequences to the patient. The operation was not converted to open. Operation, the jaw opened when the trigger/lever/release button were touched.